Event description:
It was reported that the patient experienced perforation, tamponade and pericardial effusion which resulted in physician performing a pericardiocentesis. The right atrial (ra) lead exhibited high thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.